Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform all operating currents, unexpected restart error test, prime, compromised forced sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm, multiple insulin pump error alarm due to motor error alarm. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states (B)(4).

Event description:
Information received by medtronic indicated that they experienced high blood glucose and insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 405 mg/dl and 215 mg/dl. Customer stated that insulin pump had motor error and no delivery alarm. Customer was able to clear alarm and complete rewind. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.